Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set tubing was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a dimensional issue - the tubing/bushing was more than 1/8 inch from the stem base of the patient adapter. The reported problem of crack in the tubing could not be confirmed; a sticker/label was wrapped around, part of the tubing (i.e. The bushing area). The as determined problem code is mis-assembled, which was confirmed in the picture analysis. The cause for mis-assembly could not be determined. Should additional relevant information become available, a supplemental report will be submitted.